Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having posterior spinal fusion. It was reported that the cement has hardened quickly. The use of a cement screw was attempted, and cement was injected into the cement delivery device. Subsequently, when insertion of the cement into the vertebral body was attempted, the cement was found to be too hard to be pushed. As the case involved bone fragility, an alternative cement and mixer were opened and used. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that there were no malfunctions with the bone filler device and fns tip.

Manufacturer narrative:
H3: product analysis: part # c01a-j; lot # el70355 visual inspection confirmed the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.